Event description:
Reportedly, three weeks after implant, this patient developed a fluctuating edema at wound site. Fluid drainage has continued despite 5 subsequent surgeries. It is now 182 days post op with no resolution. Fluid cultures have all showed no growth, no fever or infection.